Manufacturer narrative:
The event was reported to have occurred on an unreported date in late november. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal inflammation. The breach in aseptic technique was further described as improper operation. The patient was hospitalized and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient remained hospitalized and not recovered from the event. Pd therapy was ongoing during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional informational information could be provided as the reporter declined follow-up.